Event description:
It was reported that the coil was found prematurely detached.no patient injury reported.

Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The pusher assembly was found broken with the release wire pulled back; this likely caused the coil to detach. (B)(4).